Event description:
It was reported the device had reached premature battery depletion with elective replacement indicated. The device was removed and replaced. During the device change out procedure, it was noted the outer insulation of the lead was damaged and metal was exposed. The lead was repaired and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis of the device revealed normal battery depletion and the device met expected longevity.